Manufacturer narrative:
Concomitant medical products: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 13-jan-2024, UDI#: (B)(4). (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal medication dilaudid 2 mg/ml at 0.8 mg/day via an implantable pump. It was reported the patient had a routine pump replacement on (B)(6) 2022 due to normal end of service. After replacement the patient presented to the emergency room (ER) with an infection and no pain relief from the pump. A CT scan found the catheter was outside the intrathecal space. A catheter revision took place to replace spinal segment of catheter, during the revision it was found no anchor was in place to hold the initial catheter. The old 8709 catheter was found intact but removed from the intrathecal space, no anchor was found from the initial implanter. A spinal segment revision kit was used to place the catheter back into the intrathecal space successfully and connect to old pump segment. Patient weight and medical history were asked but remain unknown. At the time of this report the issue has been resolved and the patient status was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2002 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via device manufacturer representative indicated which indicated the patient was admitted to the hospital in order to resolve the infection post-op. The infection was resolved and the catheter revision fixed the pumps functional issues.